Event description:
After use of the device for a cardiopulmonary bypass procedure, the user observed that the device did not switch from ac to backup battery power as expected. The uninterruptible power source circuit board was replaced, and the device was restored to specified function. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.